Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tl60 instrument fired only 1/3rd of the staple line. The surgeon gathered open staples surgeon hand sewed the remainder of the staple line. Not seen a critical situation, no significant delays to the procedure. The rep will be obtaining further info. 02/18/2000 additional info from the affiliate. There was no consequence to the pt and the case was a hemicolectomy performed on 02/15/2000.